Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. A supplemental report will be filed when add'l info is obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. During the surgery, the threads of the pst liner impactor shaft were damaged. The breakage did not affect the pt or the case outcome which was successful.